Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customer did not provide a bg value. The customer believed the pump basal rates needed to be adjusted. Customer ate carbohydrates to address low bg levels, and stated the reported issue will be discussed with customer's health care professional.